Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a lead implant procedure. During the procedure, while attempting to implant the lead, the lead exhibited a helix rotation issue. The lead was not used and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the helix was retracted clogged with blood/tissue. X-ray inspection found the inner coil over torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to blood/tissue in the helix region and over torqued of the inner coil. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths consistent with procedural damage.